Event description:
Complainant claims the poly ring would not fit into the groove.

Manufacturer narrative:
The product was returned to the MFR. The pt dislocated and was revised in jan. 1998. The product was returned to the MFR and upon evaluation was found that the locking ring was actually in place. The initial complaint stated that the implant was inplanted without the ring. Ther were actually two locking rings in the package and the second locking ring was put into place.